Event description:
The contact stated, the customer had 2 contour meters, and this meter was reading much higher. The customer tested and received a reading of 510 mg/dl. She retested using her other contour and received readings of 141 and 129 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips were used up while troubleshooting, so no product is available for return.